Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had a loss of bladder control since implant. Patient felt no stimulation and still wearing diapers. Patient stated the bladder incontinence was the result of car accident on (B)(6) 2013. Patient ¿cracked ¿head open¿ and suffered a traumatic brain injury (tbi). Patient was reprogramed on (B)(6) 2013. Patient stated she had 8 accidents per day and after reprogramming on (B)(6) 2013 she had 4 accidents per day. Before the implant, she was taking vesicare but it became ineffective. She did not feel stim while therapy was on. Patient stated the healthcare provider (hcp) wanted to see if blood vessels were getting blocked because she was dizzy when walking and when she looked up or down. At about a week later, patient further reported that she never had therapeutic effect. She had always had accidents because she was always pressing the middle buttons on the left side. She thought this turned off the programmer when all along was turning off therapy. It was indicated that she was never trained on the programmer. Patient education on the pp resolved the reported issues. On (B)(6) 2013, patient reported that she received assistance from her hcp or manufacturer representative (rep) and her concerns were resolved. Patient stated she learned more about her therapy from the manufacturer representative over the phone than from her health care provider or in-person representative. It was also reported that she was still having concerns with device or therapy but had not sought further help. Patient stated ¿she had much more help with the testing but once it was installed, that was it¿, she was told to play with it. Additional information received from patient on (B)(6) 2017 reported that she hated her device and hadn't had it turned on in 4 years. She needed an MRI of the full body and can't get one because she had this device. Patient was upset because she was never told she can't get a full body MRI before being implanted with the device. Patient stated she was in an automobile accident prior being implanted where she broke part of her neck and two vertebrates in her neck. Her neurologist now believed she may have re-injured the back of her neck after a fall. Patient stated accident and fall were unrelated to the device/therapy and was due to a head injury. She was going to get a CT scan but healthcare provider (hcp) really wanted her to have an MRI. Patient stated she may be getting an attorney because the device was "misrepresented" before she got it and would never have gotten the device if she knew that. Patient stated the implant would not work for her. She would wear a diaper to bed and go to bathroom and go back to bed and then felt a jolting in her toes. She still has to wear a diaper. The device still hurts and she had pain when she sat in chair. She had been putting up with the implant. She was able to easily felt her implant. There were no further complications that have been reported as a result of this event.